Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead threshold was very high and impedance was high and undefined and causing a drain on the battery of the device. The ra lead remains in use. It was also reported that the implantable pulse generator (ipg) does not correctly measure the battery voltage and triggered early replacement indicator. The ipg was reprogrammed and later replaced. No patient complications have been reported as a result of this event.